Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation") and device dislocation ("migration/ perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bisoprolol and citalopram hydrobromide (celexa). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), adverse event ("abnormal symptoms"), abdominal pain upper ("stomach pain") and stomach mass ("blokage kept growing and thats what made the mass in her stomach and the tissue kept on growing around it"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, back pain, adverse event, abdominal pain upper and stomach mass outcome was unknown. The reporter considered abdominal pain upper, adverse event, back pain, device dislocation, stomach mass and uterine perforation to be related to essure. The reporter commented: patient sought medical attention for the forgoing symptoms. Discrepancy noted as per initial case: removal date of essure device: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-nov-2018: plaintiff fact sheet received. Event stomach pain and blokage kept growing and thats what made the mass in her stomach and the tissue kept on growing around it was added. Lab data was added. Concomitant drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation') and device dislocation ('migration/ perforation') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation, hypertension, herpes genitalis, pelvic pain, dyspareunia, hemorrhagic cyst and ovarian cyst. Concomitant products included bisoprolol fumarate and citalopram hydrobromide (celexa). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("fibroids"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), adverse event ("abnormal symptoms"), abdominal pain upper ("stomach pain") and stomach mass ("blockage kept growing and that's what made the mass in her stomach and the tissue kept on growing around it"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, back pain, adverse event, abdominal pain upper, stomach mass, vaginal haemorrhage, menorrhagia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain upper, adverse event, back pain, device dislocation, dysmenorrhoea, menorrhagia, stomach mass, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought medical attention for the forgoing symptoms. (B)(6) 2014-robotic assisted laparoscopic supracervical hysterectomy discrepancy noted as per initial case: removal date of essure device: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine fibroids with menorrhagia and dysmenorrhea most recent follow-up information incorporated above includes: on 13-dec-2019: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping) and fibroids were added. Reporter information was added. On 16-dec-2019: fu 3 and 4 processed together. Medical records: reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation") and device dislocation ("migration/ perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure) and surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, back pain and adverse event outcome was unknown. The reporter considered adverse event, back pain, device dislocation and uterine perforation to be related to essure. The reporter commented: patient sought medical attention for the forgoing symptoms company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.